Manufacturer narrative:
Block h6: imdrf code e2114 captures the reportable event of perforation. Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on march 28 for an unknown treatment. During the ercp procedure using the exalt model d scope there was a perforation. The perforation itself was a small, full-thickness rift. This caused the procedure to be prolonged by approximately 30-45 minutes and ultimately cancelled. The patient was reported to be fully recovered and discharged from the hospital.